Event description:
It was reported that there was a painful hip and stem revision. The mod restoration was implanted with biolox delta 36mm head. (B)(6) 2015 update per patient's husband: as reported by the patient's spouse, the patient developed a pseudo tumor and a large amount of muscle and tissue had to be removed during the revision of her right accolade hip. The patient¿s spouse was asked to fax his wife's implant sheet to us to process a recall inquiry. The patient's spouse asked if stryker is willing to assist them in this matter and would prefer to deal directly with the stryker legal department to inquire about compensation.

Manufacturer narrative:
An event regarding altr involving a v40 cocr head and an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection noted black debris on the machined tapered surface of the v40 cocr head. A material analysis has been performed. The report concluded: micro motion and corrosion were observed on the machined tapered surface of the v40 femoral head. Corrosion products were also observed on the stem neck near the trunnion. No material or manufacturing defects were observed on the components examined. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. The x - rays received did not indicate the reason for revision. Additional documentation such as the operative reports for pre and post op surgery along with clinical history are needed to complete medical review. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports and progress notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that there was a painful hip and stem revision. The mod restoration was implanted with biolox delta 36mm head. On 3/24/2015 update per patient's husband: as reported by the patient's spouse, the patient developed a pseudo tumor and a large amount of muscle and tissue had to be removed during the revision of her right accolade hip. The patient's spouse was asked to fax his wife's implant sheet to us to process a recall inquiry. The patient's spouse asked if stryker is willing to assist them in this matter and would prefer to deal directly with the stryker legal department to inquire about compensation.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.